Event description:
It was reported via medwatch (B)(4) that coating issue occurred. A transend guidewire was selected for use. During a right heart catheterization and attempted thoracic duct access, a piece of the catheter wire tip coating sheared off and was retained in the patient's abdomen. There were no patient complications as a result of this event.